Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 423 mg/dl at the time of incident. Customer reported that there was cracked on the back of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked retainer, broken battery tube threads, fading serial number label and cracked case corner of belt clip rails. The test infusion set/reservoir locks in place in the reservoir compartment. (B)(4).